Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up with clinic reported patient had last been seen by them (B)(6) 2007 at which time everything was fine with the device. The patient had been pacemaker dependent. Physician reported the cause of death was metastatic carcinoma of lung with central nervous system metastasis and "death was not related to device or leads and no autopsy was performed."

Manufacturer narrative:
Asku

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separtion. Proximal segment returned and analyzed.